Manufacturer narrative:
As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase (it may be for instance caused by a foreign body which impedes its return, in this case the user shall eliminate the cause and initialize the device). In this particular case, the error is due to a motor interruption. Device evaluated and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,) submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the pump set off "error 4".